Event description:
X-rays were later received and reviewed. No surgical intervention has been performed to date. No additional relevant information has been received to date.

Event description:
It was reported that during a routine follow up, high impedance was seen. X-ray was taken for patient. It was confirmed that the patient did not experience any trauma. Patient has been referred for consultation. It was confirmed that procedures were follow to ensure the lead pin was fully inserted into the generator. No surgical intervention has been performed to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any defects¿ or malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
After the x-ray was preformed and incomplete pin insertion was confirmed. X-ray review could not identify any micro fractures of the lead due to poor x-ray quality. Exploratory surgery was performed where the lead was re-inserted into the generator. This did not resolve the impedance issue. Generator was tested with the test resistor impedance was within normal limit. Replacement surgery for the lead will be performed. No surgical intervention has been performed to date. No additional relevant information has been received to date.

Event description:
It was later reported that the patient underwent lead replacement. The surgeon noted that the was signs of weaking and discontinuity along one the electrode. The explanted device is not available for return as it was discarded. No other relevant information has been received to date.